Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of a large needle driver instrument moved uncontrollably. The procedure was completed with no reported known impact or patient consequence was reported.